Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed fluid inside the overpouch that contains the device, suggesting a leak had occurred. The exact location of the leak could not be determined from the photo. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor was leaking from an unspecified location. The device had been filled with 1500mg cefazolin in 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.